Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, scratches on the reservoir tube window and a stained end cap sticker.

Event description:
It was reported that the insulin pump had an unresponsive keypad. The blood glucose reading was 3.4 mmol/l. No significant events leading to the keypad issues were observed. The customer stated that he was trying to do a bolus but none of the buttons worked. He noted that just the down arrow turned on the light and the time could change, but nothing else. He treated by eating breakfast. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.